Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-u p medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Aml litigation record received. Litigation alleges that the plaintiff had a mid shaft fracture in the femoral stem causing severe pain, injuries, mobility limitations and ambulation difficulties. The plaintiff's femur had to be broken in half in order to remove the failed device. Doi: (B)(6) 2005 - dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: UDI: (B)(4). Added: h6(patient codes).

Event description:
Updated ad 06 dec 2019 unf and medical records received. After review of medical records patient was revised to address failed left total hip arthroplasty with stem failure. Revision notes reported that about 20% of the cup was uncovered due to severe erosion. He had some metallosis in the joint from his metal on metal hip with a large amount of fluid and the entire femoral head-neck trunnion came out of course with the fractured portion. Added head and liner to the compliant. Added medical history, dob, product details and corrected patient identifier. Doi: (B)(6) 2005 - dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code & pe code re-captured. Appropriate term / code not available (e2402) is being utilized to capture injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not returned to depuy synthes for examination. The x-ray review found breakage of the steam, proximally to the neck of the device in the engagement section with the sleeve adapter. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.